Manufacturer narrative:
The user facility stated that the cot fell onto one operator who received a scrape and bruise to shin. No medical treatment sought. A second operator strained his back while attempting to lift the cot off of the first operator. This second operator sought medical treatment and is on light duty and in physical therapy. The user facility stated that the operators were unloading a larger patient who shifted causing them to miss the safety hook. No injury was reported for the patient. The user facility does not believe there is any defect with the cot and stated that the circumstances of the event led to the tip.

Event description:
It was alleged that the cot tipped with a patient and fell on to the operator of the device. It was alleged that the operator went to the hospital for evaluation, no further information was provided. No injury was reported for the patient.

Event description:
It was alleged that the cot tipped with a patient and fell on to the operator of the device. It was alleged that the operator went to the hospital for evaluation, no further information was provided. No injury was reported for the patient.